Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The ventilator passed all the required testing.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time of failure.